Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented for system extraction due to infection. The patient had been experiencing fevers. Patients condition was stable.